Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure modes for sleeve side piercing and detached safety shield with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the needle and holder separated and non patient end of needle was protruding through sleeve with an unspecified bd eclipse¿. The following information was provided by the initial reporter: it is reported customer experienced a separation of collar from hub as well as witnessed the non-patient needle was protruding through the sleeve.